Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncopy after sustaining an injury to their pacemaker site from a crane accident at work. After the accident, the patient's right atrial (ra) lead exhibited noise and the right ventricular (rv) lead exhibited no pacing capture at maximum output, low pacing impedance, and multiple inappropriate prolonged ventricular high rates (vhrs). When the pocket was opened during the explant procedure, the ra lead was visibly crushed. In addition, both leads had fractures hidden underneath the suture sleeves as well as insulation damage. Both leads were replaced and the entire system was reimplanted on the patient's left side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. Analysis also indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.